Manufacturer narrative:
(B)(4).

Event description:
On an unknown date, the patient underwent endovascular repair of a left common iliac artery aneurysm using gore&#59397;excluder aaa endoprostheses. On an unknown date, a distal type I endoleak was revealed. On (B)(6) 2016, the patient was implanted with a contralateral leg component for distal extension to treat the endoleak. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Device udis: lots/serials: (B)(4).

Event description:
On (B)(6),2016 , the patient underwent endovascular repair of a left common iliac artery aneurysm using gore excluder aaa endoprostheses. On (B)(6) 2016, a distal type I endoleak was revealed on a contralateral leg component (plc271000j/12743530, plc271400j/12516491). On (B)(6) 2016, the patient was implanted with a contralateral leg component for distal extension. Additionally, a portion of aneurysm where the endoleak originates was coil embolized. The endoleak was resolved and the patient tolerated the procedure.